Event description:
Three years ago patient had a resurfacing right total hip arthroplasty. She did well for a few years, but began to develop pain this past summer and now has evidence of a fractured stem on failed components of her hip resurfacing.